Event description:
It was reported that pump insulin gauge displayed amount different than expected and that fill estimate remained static at 105 units even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this behavior could occur due to large differences in measured pressure used to calculate remaining insulin, was advised to use room temperature insulin when filling new cartridges, and was told that once actual insulin volume matched the static displayed amount, the fill estimate would begin counting down normally; customer understood and acknowledged this guidance.